Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was bent. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed 3 applications were performed with a balloon catheter on the date of the event. A system notice occurred indicating that the safety system detected a high level of refrigerant flow and stopped the injection (#50030). Also, 4 applications were performed with another balloon catheter with no system notice. In conclusion, the physical device was not returned for analysis or investigation. If information is provided in the future, a supplemental report will be issued.